Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The patient reported that their ins was not functioning normally for approximately the last year. The rep reported that it had been ¿turning on and off¿ with respect to how the patient felt stimulation. The rep reported that during periods when the patient didn¿t feel it and she considered the stimulation to be ¿off¿ the battery was draining considerably by almost 50%. The rep reported that the off period lasted for varying amounts of time and there was no pattern to when it came on or goes off. The rep reported that the patient had not noticed whether the patient programmer (pp) showed an ¿on¿ lightning bolt or ¿off¿ no lightning bolt during these episodes. The rep reported that no codes had populated on the pp or recharger. The rep reported that the patient continued to charge. The rep also reported that the patient had an overdischarge approximately one year prior to the report. The rep reported that the patient met with another rep to trickle charge her battery. The rep reported that the patient returned home and the patient admitting to not charging until the next morning when her battery was described as dead again. The rep reported that the patient was to meet with the pain clinic and rep on (B)(6) 2017. No further complications anticipated.

Event description:
Information was received from a patient. It was reported that they were charging their implantable neurostimulator (ins) too frequently. The ins battery was not lasting as long as it should; the patient stated that it was only lasting two days. It was noted that the patient would always charge their ins to 100% full and hadn't recently been reprogrammed or had the need to increase parameters. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider (hcp) to have the device interrogated. It was noted that the issues began three weeks prior to the date of this report. No patient symptoms were reported and there were no complications. Additional information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was in its overdischarged state for at least a few months. The power on reset (por) was cleared on (B)(6) 2016. Since then, the patient has had charging issues where the ins wouldn't hold a charge. The manufacturer representative stated that the patient was getting good values and that all impedance values were within normal range (600-800 ohms for electrode impedance). Charging information was evaluated and it was reported that the patient didn't seem to be charging enough to ¿hold¿ a charge. Based on the information, it appeared that the patient need to be charging more often and that the ins may have normalized post-op for charging frequency/duration. No further complications were reported or anticipated.